Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hypoglycemia could not be determined. Although the event occurred in the context of the user fasting for a medical procedure and receiving medications that made them not want to eat, an investigation to evaluate device performance is ongoing and a supplemental report will be filed when results are available. The user remains ongoing on their twiist pump. No further information related to the reported event has been made available to millyard advanced medical products, llc, for additional evaluation. Version 1.15 of the twiist aid system user guide, available at the time of the event, explains that the twiist loop algorithm is intended for the management of type 1 diabetes mellitus in persons six years of age and greater. This guide also provides information about the potential causes of hypoglycemia and how to prevent it.

Event description:
An initial event notification was received by sequel med tech, llc, on 28-mar-2026 and forwarded to millyard advanced medical products, llc, on the same day. A user with type 2 diabetes reported a severe hypoglycemic event occurring 12 days after initiating therapy on the twiist automated insulin delivery (aid) system. The user reported a continous glucose monitor (cgm) reading of 58 mg/dl, during which they became non-responsive, and were unable to move or speak. Emergency medical services (ems) were called and raised the user's glucose to 170 mg/dl. The user reported fasting for a medical procedure and receiving medications that made them not want to eat. The user declined hospital transport and remains ongoing on the twiist aid system.